Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. B3 / b4 / b5 / b6: updated describe event or problem. Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. <imaging evaluation summary> the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: four radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. All drawings on images were done at the site prior to submission. Cannot confirm reduction of blood flow or claudication caused by the compression. Can confirm area of compression in a contralateral leg but cannot confirm cause of this compression or the leg compressed. Jpeg 1 is a cath image with no contrast. Cannot manipulate image or provide diameter or length measurements. Red marking on image was done prior to submission for analysis. This image shows both left and right contralateral legs with not contrast. Guide wires are in one device. Cannot confirm in leg accessed is left or right. The proximal end of the device with the wire does appear to be compressed for an unknown reason. Jpeg 2 is a cath image. Cannot manipulate image or provide diameter or length measurements. The image show bilateral contralateral legs with balloons expanded. The area of compression appears to have expanded slightly. Jpeg 3 is a cath image. Cannot manipulate image or provide diameter or length measurements. Red marking on image was done prior to submission for analysis. A guide wire is accessing one of the contralateral legs. Contrast is present in opposite leg of guide wire. Image looks be a differing c-arm compared to jpeg 1 and 2. Balloons have been removed. Cannot confirm the area of compression has expanded. Jpeg 4 is a cath image. Cannot manipulate image or provide diameter or length measurements. Red marking on image was done prior to submission for analysis. Wire present in one contralateral legs and contrast present bilaterally. Images appears to be similar c-arm angle as jpeg 1 and 2. Area of compression appears to be expanded.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for damage in the y-graft suspected to be due to degradation. One gore® excluder® aaa aortic extender endoprosthesis, one gore® excluder® aaa iliac extender endoprosthesis and three gore® excluder® aaa contralateral leg endoprosthesis were placed using the double d technique. On an unknown date, a claudication was observed due to a reduction in blood flow caused by compression of the proximal end of the contralateral leg placed on the right side by the proximal end of the contralateral leg placed on the left side. On (B)(6) 2025, a reintervention was performed, an additional stent graft was placed. A luminal expansion of the iliac extender and blood flow recovery were confirmed. The patient tolerated the procedure. It was reported that the device might have been compressed due to the influence of the y-graft anastomosis site.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for damage in the y-graft suspected to be due to degradation. One gore® excluder® aaa aortic extender endoprosthesis, two gore® excluder® aaa iliac extender endoprosthesis and two gore® excluder® aaa contralateral leg endoprosthesis were placed using the double d technique. On an unknown date, a claudication was observed due to a reduction in blood flow caused by compression of the proximal end of the iliac extender placed on the right side by the proximal end of the iliac extender placed on the left side. On (B)(6) 2025, a reintervention was performed, an additional stent graft was placed. A luminal expansion of the iliac extender and blood flow recovery were confirmed. The patient tolerated the procedure. It was reported that the device might have been compressed due to the influence of the y-graft anastomosis site.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.